Event description:
It was reported that the customer was hospitalized for hypoglycemia. Prior to the event, the customer had elevated bgs for the past two days. The cause of the incident could not be determined. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The customer was advised to contact md and discuss possible causes for lbgs.